Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, moderately calcified superficial femoral artery. An unspecified guide wire was advanced to the lesion, and a 5.5x200mm armada 18 percutaneous transluminal angioplasty (pta) catheter was used for pre-dilatation. A 5.5x200mm supera self-expanding stent system (sess) was unpacked; however, it was noted that a distal portion of the stent struts were exposed and flowered, and the tip was separated. The device was not used and there was no patient involvement. A new same size supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported premature/partial deployment and tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the premature/partial deployment and tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.